Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred and pump supplies were changed to address occlusion. Customer declined tandem technical support's (cts) offer to perform a pump system check as customer alleged occlusion was due to the pump. Customer's blood glucose (bg) was approximately 400 mg/dl and customer went to the emergency room (ER) for diabetic ketoacidosis. Customer was in the ER at the time of the report; contact did not have further information. Although multiple attempts were made by cts to obtain additional information regarding ER visit, no reply was received.